Event description:
During biomed testing, the device failed to advise shock for a simulated shockable heart rhythm. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing the device was unable to analyze. Complainant indicated that there was not patient involvement in reported malfunction.